Event description:
Adverse event(s): "unexpected postoperative refraction" (postoperative refraction, unexpected). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported a pt with an unexpected postoperative refraction following bilateral intraocular lens (iol) implant surgery. Medical records were received and indicated the pt had macular degeneration and severe torticollis (pre-existing). The surgeon was unwilling to complete the questionnaire. There are thirty nine medical device reports associated with these events. This report is six of thirty nine. This is a bilateral event and this report is for the right eye.

Event description:
It was reported that upon pulse generator interrogation, the programmer alerted that elective replacement was reached on (B) (6) 2009, and end of service was reached on (B) (6) 2009. The patient had not been checked since the post op check on (B) (6) 2009. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun

Manufacturer narrative:
Final analysis found no telemetry or output due to premature battery depletion. After replacing the battery and down- loading the product code, the device functioned normally.